Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee arthroplasty, the drill pin tip broke off into the patient and left approximately .5 cm of pin in patient¿s tibia. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Manufacturer narrative:
Upon receipt of additional information, this report will be completed under manufacturing report number 0001825034-2019-00381.

Event description:
Upon receipt of additional information, this report will be completed under manufacturing report number 0001825034-2019-00381.